Event description:
It was reported that the user fell from a ladder at work and impacted the ilet pump screen, resulting in a cracked screen and loss of usability; the user transitioned to backup therapy and a replacement ilet was shipped. Symptoms included no reported adverse physiological effects and no impact to blood glucose. Outcomes included continued diabetes therapy on backup treatment without interruption of care. Investigation included complaint intake and replacement logistics assessment. Investigation of this case revealed physical damage to the device display consistent with external impact, with no indication of device malfunction prior to the event. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage from external mechanical stress.